Event description:
A caller reported receiving a "pump connection lost" message on their mobile app related to their insulin pump. There was no adverse impact to the customer's blood glucose level. The issue was resolved after the caller, following instructions from technical support, turned on the pump by placing it on the charge pad and pressing the pump button for five seconds. The caller was reminded to keep the pump charged. Additionally, technical support advised the customer that certain settings reset when the pump is turned off or reset, requiring manual intervention. The customer successfully paired the pump to the mobile app and acknowledged the guidance provided.